Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7074283.

Event description:
It was reported that the patient was experiencing a decrease in efficacy of their therapy over several months post deep brain stimulation dbs implant procedure. Through imaging they discovered there was high impedances found on contact 1 and 8 of the right brain lead. At the time of the revision to address the right brain lead they discovered through subsequent imaging that both of the extensions were damaged. The imaging also showed a broken wire on one of the connector extensions. The patient underwent a revision procedure to replace both extensions. The patient was noted to have fully recovered post operatively. The explanted extensions were discarded at the facility and were not returned.